Event description:
New information received notes that the physician made an unsuccessful attempt to reposition the right ventricular lead. However, the helix failed to extend during the procedure. Both the right and left ventricular leads were explanted and replaced. The patient was stable throughout the procedure and discharged.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06725. It was reported that the asymptomatic patient presented for routine in-clinic follow-up. Device interrogation revealed an increase in right ventricular capture threshold. Subsequent chest x-ray revealed that the right ventricular lead had pulled back, and the left ventricular lead was had dislodged into the superior vena cava. The patient was not pacing dependent, no interventions were reported.

Manufacturer narrative:
The reported events were for inadequate capture, lead dislodgement, lead slack issue, and for a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix with traces of blood. X-ray examination found an over torqued inner coil at the connector region. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause for the reported event for a helix mechanism issue was due to blood in the helix region and an over torqued inner coil at the connector region.